Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 5964687) became impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot). It could not advance or withdraw. The physician removed the stent and microcatheter (mc) from the patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received indicated that an unspecified micro guidewire was used successfully with the mc prior to the encountered resistance. The prowler select did not kink. There were no procedural delays due to the event. Three pictures were attached to the complaint file, however, only one of them showed the involved devices. The delivery wire was noted to be next to the involved microcatheter and no damages were seen in the proximal section of the microcatheter. Only this section of the device was shown. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages were observed. The entire length of the device was inspected under magnification, and the microcatheter was found undamaged (i.e., no kink / bent damage or compressions were observed). The microcatheter was flushed with a laboratory sample syringe. After that, a lab sample guide wire of 0.04572 cm (0.018 inches) was inserted into the received microcatheter, and one end of the stent component was found obstructed inside the luer hub of the microcatheter. The stent was removed from the luer hub, the microcatheter was flushed, and the guidewire was inserted, and it could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. Although the functional test could not be performed with the involved enterprise system, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint was not confirmed. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following cautions: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Do not attempt to use microcatheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. D4. The lot number was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Three pictures were attached to the complaint file, however, only one of them showed the involved devices. The delivery wire was noted to be next to the involved microcatheter and no damages were seen in the proximal section of the microcatheter. Only this section of the device was shown. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. The customer complaint was not able to be confirmed since a functional analysis needs to be performed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00334.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 5964687) became impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot). It could not advance or withdraw. The physician removed the stent and microcatheter (mc) from the patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received indicated that an unspecified micro guidewire was used successfully with the mc prior to the encountered resistance. The prowler select did not kink. There were no procedural delays due to the event.